Event description:
In (B)(6) 2009, during a review of our records, discovered revision surgery had been done. Left mandible tmj device was implanted (B)(6) 2004, and was explanted (B)(6) 2006. Information as to why it was explanted has been requested, but not received at this time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.